Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the battery tube was corroded. The insulin pump was monitored and no blank display anomalies or battery out limit alarms noted. The insulin pump passed selftest, reset error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube, cracked battery tube threads and minor scratches to the display window.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 383 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture and there were no signs of physical damage. The battery cap contacts were not missing or damaged and the battery tube and spring not corroded or damaged. The display did not return after cleaning the battery cap and inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.